Event description:
The infusion pump "took less time to infuse" than was anticipated while it was being used on a pt. No pt injury was reported. No add'l clinical info was able to be received. The homecare co tested the pump and felt that the device was underdelivering with their benchtop testing.